Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation, it was found that the device would not power on when the lid was opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer received a replacement device to resolve the reported problem. The device was archived by stryker. The root cause was determined to be the reed switch sw5.